Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin drips out after the act button is released during the prime process. The customer reported that the reservoir and set were dry and did not see a gap. The customer had already tried three sets and reservoirs before calling and was advised to use a new infusion set with the same reservoir. The customer reported that the screen showed 0 units but insulin was dripping out after releasing the act button. The customer stated that the drive support cap appeared normal. The customer called the next day and reported a low blood glucose of 33 mg/dl and was still having issues with priming. The customer had not been wearing the insulin pump since (B)(6) 2015. The customer reported that there were no alarms. The customer blood glucose was brought up to 219 mg/dl. The customer was assisted in a manual prime and stated that drops did not continue to come from the tubing anymore. No product will be returned.